Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the subject device malfunctioned and noticed the ¿focus¿ function does not work. The issue happened during an unspecified therapeutic procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplement report is being submitted to provide additional information and the results of the legal manufacturer¿s final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A switch operation failure had occurred due to flooding of the image capture (charged coupled device). In addition, device evaluation found the main body flooded; flooding of the image pickup charged coupled device (ccd); image failure due to cable disconnection; and pixel failure due to image capture (ccd) failure. A device history review revealed findings/no issues that could have caused or contributed to the reported issue. Based on the results of the investigation, the most probable cause was the switch malfunction which was caused by flooding of the image capture (ccd). A definitive root cause cannot be conclusively identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device malfunctioned and noticed the ¿focus¿ function does not work. The issue happened during an unspecified therapeutic procedure. There were no reports of patient harm.